Event description:
A complaint was received that a consumer received a reading of 17.4 mmol/l (315 mg/dl) when compared to a laboratory comparison of 6.3 mmol/l (114mg/dl). When these values are plotted on a clarke error grid, the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.